Event description:
The complainant reported that the automated impella controller (aic) experienced an alarm suction and decreasing the pressure level did not resolve. The complainant replaced this aic and the issue resolved. There was no patient harm reported.

Manufacturer narrative:
The investigation into the placement signal issue has been completed. The data analysis of the logs from the reported day of event confirmed the suction alarms and also indicated there were numerous placement signal issues and alarms. The real time logs showed that the suction alarm presented right when the pump was started at pressure level p-9. Reducing the pressure level to p-1 removed the suction alarm. Then the pressure level was raised to p-3 with no suction alarms. Then it was raised to p-5 and the suction alarm came back. The log analysis suggests that the suction alarm was placement/patient related and not a product malfunction. The five signal values were found to be within specification. A visual inspection revealed no significant contamination found on the pump connector and no issues were found with the console. The placement signal issue was use related due to the end user¿s placement of the device and/or the patient condition. This report is being filed as part of a retrospective review of historical records.